Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results revealed high impedance. X-rays were taken and were reported by the physician to be unremarkable. No patient trauma was reported that may have caused or contributed to the high impedance. The patient recently underwent generator replacement surgery on (B)(6) 2014. The patient¿s replacement generator had not been tested with the patient¿s existing lead prior to the office visit on (B)(6) 2014. The patient underwent generator and lead replacement surgery on 06/21/2014. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.